Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller was initially calling to report that the belt clip for the customer's insulin pump was broken, but they also stated that the insulin pump had alarmed no delivery. The customer's blood glucose was 153 mg/dl. Nothing further was reported.